Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported tidal volume was not maintained. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
Through follow-ups, the key market indicated that patient details were not shared by the customer.